Event description:
It was reported by service report that the foot section top has sharp crack on it. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Exposed sharp edges on foot section skin.